Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was that a hybrid layer capacitor (hlc) battery, designator bt1, on the analog pcb assembly would no longer hold a charge.  This prevented the device from remaining powered on. Additionally it was observed that the lid reed switch installed in the device is associated with correction/removal reporting number 3015876-05/06/2016-002-c; however, there was no indication that this was related to the original reported issue.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
Physio-control examined the customer's device prior to completing a technical service update when it was discovered that the device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.